Manufacturer narrative:
A follow up for additional details was performed and it was reported that the issue occurred during testing. There was no patient involvement when the issue occurred. No patient or user harm reported. The key market also reported that the warranty for the device was expired, and the customer did not accept the quote for repair. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a mask error, and the event log noted error code 1002 ((cbit) vent-inop: blower temperature too high). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a mask error, and the event log noted error code 1002 ((cbit) vent-inop: blower temperature too high). The investigation is ongoing.